Event description:
It was reported that the implantable cardioverter defibrillator was explanted for unspecified issue. No further information was available.

Event description:
New information available on (B)(6) 2018 states that, the device was explanted for infection. The patient was stable before, during and post procedure.